Event description:
It was reported that the patient went to the emergency room after receiving shocks due to t-wave oversensing. The patient fell out from the wheel chair. The patient's legs were bruised and the patient has a hematoma on the face. The leads were reprogrammed and both remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.